Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a loose/detached set screw. The returned device indicated a set screw with a rounded socket. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was no ventricular pacing observed on the electrocardiogram after the lead was connected to the device. The physician loosened the setscrew and checked the device. When the setscrew was attempted to be tightened again, the setscrew was unable to be tightened. The physician suspected that the pacemaker had poor contact with the lead. Another device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.